Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Device UDI: lot/serial: 8259114, UDI: (B)(4).

Event description:
On (B)(6) 2010, the patient underwent endovascular repair of a thoracic aortic aneurysm using a gore tag thoracic endoprosthesis (tgt3715/8259114). The endoprosthesis was implanted distal to the left subclavian artery (lsa), and a metal stent was implanted in the lsa to maintain blood flow. The patient tolerated the procedure. On the same day, the patient developed paraplegia. Radicut and slonnon were given to the patient to treat the paraplegia. On (b)(46) 2011, the patient was discharged of the hospital with paraplegia remaining. Aneurysm diameter was 45mm. Four more follow-up studies were performed, and the paraplegia still remained. The paraplegia was monitored. Aneurysm diameter had shrunk to 41mm. It was reported that the patient had a pre-existing shaggy aorta in his thoracic aorta.